Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during cardiac surgery. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported.